Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event date:2015. Implant date:2015. Explant date:2015. Concomitant medical products: part # unknown/ unknown liner / lot # unknown . Part #unknown / unknown head/ lot # unknown. Part # unknown/ unknown shell/ lot # unknown. Part # unknown/ unknown stem/ lot #unknown multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01569.

Event description:
It was reported patient underwent hip surgery approximately 5 years ago and was revised in the same year due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.